Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on the in-house da vinci system robot and driven. Instrument passed recognition and engagement test. When the instrument was first installed, the snake wrist was yawed over to one side instead of being straight. The motion in pitch and yaw was not intuitive. The instrument housing was removed for further inspection, it was found that the pitch input gears and yaw have skipped some teeth. The skipped teeth changed the orientation of snake wrist. Engineering also found main tube damage. The instrument exhibited deep gouge marks with missing material on several areas of the proximal distal end. The main shaft also exhibited white discoloration marks. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the wrist was bent and a nick on the insulation was noticed on the maryland dissector instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on the in-house da vinci system robot and driven. Instrument passed recognition and engagement test. When the instrument was first installed, the snake wrist was yawed over to one side instead of being straight. The motion in pitch and yaw was not intuitive. The instrument housing was removed for further inspection, it was found that the pitch input gears and yaw have skipped some teeth. The skipped teeth changed the orientation of snake wrist. Engineering also found main tube damage. The instrument exhibited deep gouge marks with missing material on several areas of the proximal distal end. The main shaft also exhibited white discoloration marks. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.